Manufacturer narrative:
The device was returned for investigation on (B)(6) 2018. After we contacted the user facility, it was determined that the unit was used during a liver transplant. The returned unit was tested using our standard operating procedures; we were unable to confirm the customer complaint of a burning smell. The disposable set (referred to as the "circuit" by the user facility) was not returned for investigation. The unit had not been serviced by belmont in 14 years. No patient injury was reported.

Event description:
The report from the user facility stated: "burning smell while it was running > 600cc/min. When I opened the console cover/door, I could feel heat and the burning smell intensified. The circuit was melted, and stuck to the console. Blood was also leaking from the melted circuit."